Event description:
The customer reported inaccurate readings. No consequences or impact to patient were reported.

Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was evaluated. The device powered on using battery power however two segments on the led display did not turn on. The device passed functional testing and was found to visually and audibly alarm during alarm conditions. During simulation testing, the device passed manual and preset conditions. No product performance issue was identified related to spo2 and pulse rate. Contamination was found on the instrument board which caused the segments on the led display to not power on. A service history record review reveals that this unit was in the field for over three (3) years with no previous reported issues related to this reported event. Initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: (B)(6).

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. (B)(6).

Event description:
The customer reported inaccurate readings. No consequences or impact to patient were reported.